Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the placement was checked and double checked with pump nurse and the physician. The volumes were double checked. The low reservoir alarm volume increased on the first visit when discrepancy was noted. The patient was brought back 4 weeks earlier for next refill to prevent low pump syndrome symptoms. No revision or explant was planned. No noted issues, though low b/p as previous mentioned. The patient does take oral b/p meds from pcp. The patient was instructed to monitor b/p daily for 7 days and contact pcp with info obtained (take in same arm at same time every day). The next pump refill date was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information later reported the hcp was questioning whether the pump was over-infusing. At the refill (B)(6) 2014 the hcp was expecting 8.7ml and pulled out 4.5ml. The patient was experiencing low blood pressure and the hcp was attributing this symptom to the clonidine in the pump. Per the reporter the patient did get better pain control.

Event description:
Additional information later reported the hcp (healthcare provider) planned to bring the patient in mid cycle to check volumes. Per the reporter since the volume continues to be out of range over-infusion was of concern. The hcp decreased the daily delivery. The patient was not symptomatic with hypotension. The patient had reported better pain relief. Per the reporter the hcp will consider referral for change out dependent on ¿next analysis.¿

Event description:
The patient reported an increase in pain starting (B)(6) 2014. A volume discrepancy was reported. The expected volume was 7.5ml and the actual volume was 1.0ml. The cause of the discrepancy was unknown and if any diagnostic testing or troubleshooting was performed. The low reservoir volume was increased to 3ml and will be re-evaluated at the next refill. The patient status at the time of the report was noted as alive no injury. No patient outcome was provided. Further follow up was being conducted and if additional information is received a follow-up report will be sent. The pump was used to deliver dilaudid, bupivacaine and clonidine